Manufacturer narrative:
(B)(4). Pump 503728 was flow rate tested with a flow rate deviation of 1.58% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported pump "set to infuse, and the medication do not drip consistently. It pauses for a while then drips a few, then pause[?]. Then drip a few drops of medication then pause." Medication being infused was unknown. No patient injury reported.